Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump may be over delivering insulin. The customer¿s blood glucose level was 73 mg/dl at the time of the incident. The customer treated the lows with food. The customer was at 107 mg/dl at the time of the call. The customer was going low even after eating. The customer reported possible pump exposure to a magnetic field. Troubleshooting was completed but did not resolve the issue. The customer also had highs that they treated with manual injections. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify operating currents and possible over delivery due to motor error alarms.